Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they swam in the sea with the insulin pump on. After they left the sea, the insulin pump had automatically turned off. They did not receive any alarms. They tried turning on the device with a new battery but it did not work. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.